Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted too quickly which resulted in the pump shutting down. Pump touchscreen was unresponsive and a continuous glucose monitor (cgm) error 42 was received. Upon follow up, customer reported the cgm session was able to be started. Customer declined to continue troubleshooting for the other reported issues. Customer continued to use pump for insulin therapy. Blood glucose was 174 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery, touch screen and shutdown issues could not be verified. The alleged cgm issue was verified.